Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following results:a review of the pump¿s black box and alarm history showed several call service alarms. The pump was able to power on; however, a call service alarm was emitted. An internal component failure was found causing the alarm; the component was replaced and reprogrammed. The pump was able to power on and be exercised with no alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).